Event description:
It was reported that during the attempted implant the lead dislodged 5 times. The lead was not used and a new lead was implanted. It was noted that the new lead dislodged and finally stayed in place after the third attempt. The lead remains in use. No patient complications have been reported as a result of this event. It was noted that the patient was enrolled in the (B)(6) clinic study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) pacemaker implanted: 2007 (B)(6); product ID 5076-58 non-defib lead implanted: 2007 (B)(6); product ID 5076-52 non-defib lead implanted: 2013 (B)(6); product ID 4076-52 non-defib lead implanted: 2013 (B)(6); product ID 1788tc competitor non-defib lead 2007 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.